Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance was felt when filling multiple cartridges during the load sequence. System check was being performed by tandem technical support, however, the customer declined to complete the check. Reportedly, the issues resolved the issue by either changing the cartridge or successfully filling the cartridges with the original supplies.